Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it logging alarms for low inspiratory pressure and patient circuit disconnect were confirmed. Ventec replaced the internal flow transducer to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported to ventec that the device alarmed during use. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. The reporter was unable to provide ventec with the alarms message and advised that no additional details about the patient could be provided. Upon evaluation of the device, ventec observed that it had logged alarms due to low inspiratory pressure and patient circuit disconnect.